Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28mar2019. The service engineer (se) inspected the device. The se found the alternate current power source from hospital side was faulty. The device successfully pass performance specification testing.

Event description:
It was reported that the ventilator had a power supply problem and would not boot up. No patient involvement. Event date not specified, estimate used.